Event description:
One bag of solution was infusing, the other three were clamped per rn. Apparently, within a 1.5 hour period all 4 bags were found to be infused. Patient was unresponsive, CPR and code initiated and patient is currently in the ICU.both hd rn and floor rn state all of the tubes were clamped except the one running. Patient was in bathroom for period of time prior to this. Tubes were noted to be unclamped after event.what was the original intended procedure?peritoneal dialysis.